Event description:
A reliant stent graft balloon catheter was inserted into the patient for further expansion of an implanted aneurx stent graft at the location of the aortic neck to the iliac limb. Vessel morphology was severe angulation with no calcification. It was reported that a 30 cc syringe was used to inflate the balloon. The physician had inflated the balloon 3 to 4 times from the proximal area to the distal area of the stent and subsequently burst. The balloon was removed from the pt and another reliant balloon was successfully used to complete the case. The catheter was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.